Manufacturer narrative:
The reported issue of the thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the evaluation of the console and in review of the event log. The issue was attributed to defective sensor block caused by liquid on the small pc board of the airtrap and was replaced to remedy the issue. Following the repair and parts replacement, the thermogard passed all the testing and functioned as intended. Visual inspection was performed and noted cracks and scratches, unrelated to the reported complaint. Patient event log file was reviewed and found several mid: 09 error messages. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported, 4 hours after treatment, the thermogard exhibited mid: 09 (air trap assembly) error message. The customer dry and cleaned the sensor holes of the air trap with compressed air several times but was unsuccessful clearing the error message. The suk was determined to be leaking. The customer continued the treatment conventional, with cold infusions. No patient harm or consequence reported on this event.